Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. The batch record could not be reviewed since the lot number is not known. Without the actual sample or lot number, a thorough investigation can not be performed. All available information has been forwarded to the actual manufacturer. If the sample or lot number and/or additional pertinent information becomes available, a follow up report will be filed.

Event description:
As reported by the user facility ((B)(4)): stopcock-function-blockage.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). List of batch numbers received by customer between january 2015 and today (08/29/2016) 16e1692040; 16e1592051; 16e0592040; 16d1492040; 16d1092041; 16c1092040; 16c0392040; 16c0292040; 16b1592040; 16a3192042; 16a1292041; 16a1092040; 15l2892040; 15l1592040; 15k1992045; 15k1492041; 15i2892040; 15i1092047; 15i0192041; 15h2792041; 15h1992040; 15g1192045; 15f2792040; 15e1092041; 15d1892040; 15c2192040; 15c1392046; 15c0192041; 15b1892046; 15b0192043; 15a0592045; 14m1692040; 14m0492040. All batch-numbers as listed in the customer complaint have been checked for documented irregularities or abnormalities. Results: no irregularities or abnormalities were documented which can be associated with the fault.